Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, an intraocular lens (iol) got stuck into the cartridge. The lens and the cartridge were inserted into the eye, but the lens would not advance completely. The lens was partly lodged in cartridge. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 09/07/2016. Device returned to manufacturer - yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) inside the cartridge tube/tip, and loading zone indicating the device was handled and prepared for surgical use. The tip of the cartridge was observed deformed and cracked. No lens was observed stuck in the cartridge. The customer's reported complaint was not verified. Manufacturing records review: the lot number is unknown therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.